Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as an allergic reaction that started to bleed. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended removal of lv. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.